Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the handle only moves in one direction. It was clarified that the issue occurred during surgery, there was no harm/injury to the patient and no impact to the graft harvest. There was a delay of 1-15 minutes and no other device was used to complete the surgery. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated this skin graft mesher. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated 1.5:1 cutter, serial number (B)(4). Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the comb bent the cutter which was not able to roll smoothly. The top hinge pin was not locating with the cutter. There was debris in the handle gear and the inner gear was worn. The 1.5:1 cutter failed to produce a passing mesh. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) which included replacement of the comb and handle gear, the kin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection there was debris in the handle gear and the inner gear was worn. The root cause of the handle only moving in one direction was due to the debris in the handle gear. This could cause the device to have limited motion. The issue was resolved with the replaced comb and handle gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery, the handle moves only in one direction. There was a delay of 1-15 minutes. No adverse events were reported as a result of this malfunction.